Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not progress past "system booting please wait" when starting up. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hdd indicator would not illuminate. It was reported that the hard drive was found to be malfunctioning.